Manufacturer narrative:
H3 other text: other.

Event description:
It was reported by the user site that during a selenia dimensions mammography system patient exam on (B)(6) 2026, the technologist pressed the pedal on the system to move the c-arm down, but after releasing it, the movement continued downward and that uncomanded vertical travel assembly (vta) motion was observed. No further information is available at this moment.